Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted (B)(6) 1994.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. The lead was explanted and replaced. It was also noted that the right atrial (ra) lead had low impedance and was damaged during the extraction of the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.